Manufacturer narrative:
The following sections were updated: b4, b5, g3, g6, h2, h6, h11. H6: suggested component code- mechanical (g04) ¿ drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A surgeon survey response was received. The survey results were related to the surgeon¿s usage and experience with the twist drills. The surgeon indicated approximately 400 surgical procedures were performed for approximately two (2) years. The surgeon further indicated complication of erratic motion while performing surgery and device fractured at the time of use (drill breakage) occurred. The malfunction did not lead to any patient safety complications. No further details were provided on the survey. Attempts have been made and no further information has been provided.